Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400. 17845-5a-aw rev b 09/17.  Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 290 mg/dl while wearing the pod between 4 and 24 hours. Patient's bg levels would not decrease despite several bolus attempts. When removed from the infusion site (back), the pod's cannula was found bent. As treatment, boluses were delivered, patient took afrezza and a new pod was applied.

Manufacturer narrative:
No kinks or damages were found along the soft cannula during investigation. Fluid was observed passing through the fluid path successfully. Data was unable to be downloaded. Inspection of the device found multiple damages along the reservoir, mechanism rails, formed needle, and top housing. All damages indicate the device was smashed, however the exact cause and timing could not be determined. No issues found with batteries or sma wire assembly.